Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted after a valve-in-valve procedure. The device history record (DHR) is pending. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. There are many factors that could result in the failure of a bioprosthetic valve, the most common of which are regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically disabled using a valve-in-valve intervention because they are not functioning optimally. No patient medical history has been made available and without additional information or return of the device for evaluation, we are unable to comment on the root cause for this event. If new information becomes available, a supplemental report will be submitted. No further corrective or preventative actions are required with the available information. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 23mm aortic pericardial valve was failing due to regurgitation after an implant duration of approximately fourteen (14) years and four (4) months. A valve-in-valve tavr was performed using a 23mm sapien 3 model 9600tfx aortic transcatheter valve resulting in trace aortic insufficiency. No other info available.

Manufacturer narrative:
Edwards received additional information through follow-up with the health care provider. Based on the available information, the root cause of the stenosis and regurgitation remains indeterminable; however, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event.

Event description:
Edwards received additional information through follow-up with the health care provider that the reason for the valve in valve procedure was due to moderate regurgitation and severe stenosis. The patient was noted to have done well and was discharged home in stable condition on pod #1.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.